Event description:
It was reported to philips that the device gave remote alerts indicating that both frontal and lateral planes were unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned treatment when the issue occurred. The procedure was aborted, and the patient was moved to another room. It was confirmed that there was no harm or injury to the patient. A philips remote service engineer (rse) inspected the system remotely and analyzed the log file which confirmed that the system was unable to perform fluoroscopy and both frontal and lateral planes showed disk bay errors. A philips technical support engineer verified that the dose given to the patient was 0.1 [mgy] which was not accidental. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The philips field service engineer (fse) inspected the system onsite and replaced both frontal and lateral disk bays. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.